Manufacturer narrative:
The impella device has not yet been returned for evaluation. Device evaluation is anticipated. A supplemental report will be submitted upon conclusion of the investigation. The failure modes will be monitored and trended.

Event description:
The user facility reported an impella cp in a 88yo female for mechanical circulatory support during high risk percutaneous coronary intervention. The pump was placed however the team observed low flows that was due to a kinked cp. The cp was replaced without any harm or injury. No additional information was provided.

Manufacturer narrative:
The investigation into product damage (cannula kink) has been completed. The impella device was not returned for evaluation. The root cause of the kinked cannula is unknown. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05578. D4 model number. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact facility name missing. G1 reporting contact fax number missing.